Event description:
The hospital's biomed department reported that their aic triggered an unspecified error message that called for a replacement. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
A.2 age should have been left blank on the initial manufacturer device report number 1220648-2023-05047 as it is unknown. A.3 unknown should have been selected on the initial manufacturer device report number 1220648-2023-05047 as it is unknown. D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-05047 was submitted. D.4 model number were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-05047 was submitted. Serial number and catalog number were reported incorrectly on the initial manufacturer device report number 1220648-2023-05047 and were revised. G.1 MDR reporting contact email was revised from the initial submission of manufacturer device report number 1220648-2023-05047 in accordance with updated procedures. Reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-05047 and was added. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2023-05047.